Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the spco readings on the rad-57 are always higher than 6 on non-smokers. Per the customer, the rad-57 works fine with the tester. When the same subjects were tested in the same environmental conditions, with another sensor, the spco values are always below 2. After many tests, it was obvious that the rev l sensor (lot#: 4h055) used by the customer was faulty. No known impact or consequence to patient was reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed., corrected data: corrected model from 2201 to 24089; corrected lot # from 4h055 to a14h806.